Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states the head motor is drifting down even when he unplugs the motor from the junction box.